Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump had no power. The reporter confirmed using new batteries in the pump without resolving the issue. The reporter indicated that there was no noted damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/30/2014 with the following findings: there was no data in the pump history from the time of the event due to continued patient use. A review of the available pump history showed no evidence of unexplained power events. The pump battery compartment was observed to be intact and there was no moisture or contamination observed inside the battery compartment. The pump powered on normally with the returned battery cap. The pump was exercised for 24 hours without power issues. The pump was opened and there was no evidence of moisture of loose components inside the pump.